Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was undersensing. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was tested and undersensing observed, the physician elected not to replace the lead.